Event description:
It was reported that a wireless battery module would not connect to the customer's network. The customer stated that the device was tested with several pumps and would not connect. No patient injury was reported.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.